Manufacturer narrative:
Omit : concomitant med prod data (8015), c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module was scanned and the infusion was started. Upon verification, the pump showed that rituxin was infusing and the "rate kept changing." However, when it said that approximately 500 ml were left in the bag, the bag appeared to have been barely infused. The channel was changed and infusion continued. There was patient involvement, but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the pump module was scanned and the infusion was started. Upon verification, the pump showed that rituxin was infusing and the "rate kept changing." However, when it said that approximately 500 ml were left in the bag, the bag appeared to have been barely infused. The channel was changed and infusion continued. There was patient involvement, but no harm.